Event description:
The manufacturer received information alleging a ventilator's tidal and leak volumes are incorrect in st mode. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device did not have any significant errors in the log. The device failed the internal flow verification test. The blower was replaced but the issue remained. The main pca will be replaced when the part becomes available. The device will be put in waiting until the replacement part arrives.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator's tidal and leak volumes are incorrect in st mode. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device did not have any significant errors in the log. The device failed the internal flow verification test. The blower was replaced but the issue remained. The main pca will be replaced when the part becomes available. The device will be put in waiting until the replacement part arrives. The device continued to fail flow sensor verification; therefore the flow sensor was replaced. The device passed all testing.